Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting impedance measurements greater than 2000 ohms and loss of capture. An x-ray confirmed a lead fracture. A revision procedure was performed and the lead was removed from service and replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be re-evaluated if additional details are received.